Manufacturer narrative:
Corrected data: b5, h6 (health effect - clinical code).

Event description:
It was reported that after a tonsillectomy/ adenoids surgery that had been performed on (B)(6) 2025, the patient experienced a burn on the outer cheek and when looking at the wand, there was a noticeable flaw along the shaft that could have come into contact with patient. The patient as of now is ok, just the burn right outside of the mouth.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The shaft covering near the tip is pulled back, exposing some of the metal shaft below it. A functional evaluation was performed on the returned device and found plugging in the wand causes a wand end of life error. Using a bypass box, the wand had no issues producing plasma or activating coag. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (unintended impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that after a tonsillectomy/ adenoids surgery that had been performed on (B)(6) 2025, the patient experienced a lesion near the mouth and when looking at the wand, there was a noticeable flaw along the shaft that could have come into contact with patient. The patient as of now is ok, just a lesion right outside of the mouth.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.